Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient underwent revision surgery, due to recurring right hip dislocation following an exeter mdm on (B)(6) of 2016. Patient has had 4 previous hip dislocations that have been reduced. On the last hip relocation attempt the femoral head became disengaged from the mdm insert. Patient taken into theatre for open hip reduction explant of stem and acetabular liner/insert, and insertion of a captive liner and cement in cement stem. Update 11-dec-2017: a medical review concluded that "cup malposition in far medialized position within the acetabular bone has contributed to bony impingement causing recurrent dislocation with ultimately an intraprosthetic dislocation of the mdm construct during attempt at closed reduction and thus requiring revision surgery."

Event description:
Patient underwent revision surgery, due to recurring right hip dislocation following an exeter mdm on (B)(6) 2016. Patient has had 4 previous hip dislocations that have been reduced. On the last hip relocation attempt the femoral head became disengaged from the mdm insert. Patient taken into theatre for open hip reduction explant of stem and acetabular liner/insert, and insertion of a captive liner and cement in cement stem. Update 11-dec-2017: a medical review concluded that "cup malposition in far medialized position within the acetabular bone has contributed to bony impingement causing recurrent dislocation with ultimately an intraprosthetic dislocation of the mdm construct during attempt at closed reduction and thus requiring revision surgery."

Manufacturer narrative:
Corrected data: device not returned. Product available to stryker. An event regarding dislocation involving an mdm liner, adm liner and metal head was reported. Shell malposition was confirmed following a review of the provided medical records by a clinical consultant. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded. "Principal root cause of failure thus was cup malposition in a far medialized position within the acetabulum leading to bony impingement and recurrent dislocation. Because cup position was the principal problem and the surgeon is responsible for optimal component placement, principal root cause of failure is procedure-related. - no evident patient-related factors, body weight as well as activity level were normal. No indications for presence of device-related factors were seen, consistent with the type of failure. As such is this pi case not device-related." "Procedure-related factors: - cup malposition in far medialized position within the acetabular bone. - potential intraprosthetic dislocation of mdm is a design-related characteristic of the device. Patient-related factors - none evident. Device-related factors: - none. Diagnosis: - cup malposition in far medialized position within the acetabular bone has contributed to bony impingement causing recurrent dislocation with ultimately an intraprosthetic dislocation of the mdm construct during attempt at closed reduction and thus requiring revision surgery." -device history review: a review of the device history records could not be performed as the lot ID was not identified. -complaint history review: a review of the complaint databases could not be performed as the lot ID was not identified. Conclusions: the results of the investigation indicate that "as such is this pi case not device-related." "Cup malposition in far medialized position within the acetabular bone has contributed to bony impingement causing recurrent dislocation with ultimately an intraprosthetic dislocation of the mdm construct during attempt at closed reduction and thus requiring revision surgery". No further investigation for this event is possible at this time if additional information become available to indicate further evaluation is warranted, this record will be reopened.